Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation received the unit with the reported symptom of "unknown problem, nursing says doesn't work right". Evaluation observed a system error 105 when the pump was turned on. System error 105 was confirmed through a review of the event history log and caused by a failed motor. The failed motor was replaced.

Event description:
It was reported that a spectrum pump had an "unknown problem, nursing says doesn't work right". It was also reported there was no patient involvement.